Manufacturer narrative:
Technical services recommended replacement as soon as possible. Should additional information become available, this report will be updated accordingly.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recently tripped elective replacement indicator (eri). The only past battery information available indicated the device was at a monitoring voltage of 2.59 after approximately 44 months implanted. This device is part of the shortened replacement window (4/05/2007) advisory population.

Manufacturer narrative:
One month later, the device was explanted and replaced. The device has not been returned to this date. Should this device get returned it will be analyzed.